Event description:
It was reported that a cartridge alarm occurred during the load sequence. During troubleshooting with tandem technical support, it was discovered that the pump had been reset resolving the issue, and the customer was able to resume insulin therapy. There was no adverse impact to the customer's blood glucose level.